Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report is being submitted for patient information received and product information received. An investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 corrected: h7 needs to be unchecked. Incorrectly checked in last submission. Visual inspection of the returned device shows that the anchor is not broken. It is bent. A paper like substance appears to be stuck between the metal tip and peek anchor. No fracture is observed. No other damage is noted on the device. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Corrected, event is no longer reportable; no serious injury or harm to the patient reported for this event or prior events with same or similar products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the anchor was broken. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign : poland. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.